Event description:
During the procedure, the physician was using the device when part of the lower jaw and tissue pad burned off. The pieces were successfully retrieved and there was no pt injury.

Manufacturer narrative:
If the device is returned to ascent healthcare solutions, an eval of the subject device will be performed. Upon completion of the evaluation, a follow-up medwatch will be submitted.